Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. A patient sample was submitted for investigation. It was determined that the patient sample contained interfering antibodies the to ruthenium component of the toxo igm reagent. The reactive toxo igm result was confirmed to be false. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The reagent was found to be performing within specification.

Manufacturer narrative:
The patient had an additional sample collected and tested for toxo igm on the same e602 analyzer. The result was 1.34 coi, interpreted as reactive. The date of sample collection and the date of testing were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable reactive elecsys toxo igm immunoassay results for 1 patient on a cobas e 602 module compared to a cobas 6000 system and a minividas analyzer. On (B)(6) 2022, the e602 toxo igm result was 1.62 coi, interpreted as reactive. On (B)(6) 2022, the patient was sent to another laboratory. A new sample was collected and run on a cobas 6000 analyzer and a minividas analyzer. The cobas 6000 toxo igm result was 1.53 coi, interpreted as reactive. The minividas toxo igm result was 0.05 coi, interpreted as non-reactive. No questionable results were reported outside of the laboratory. The e602 analyzer serial number is (B)(4). The cobas 6000 system serial number was requested but not provided.